Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with an over response in the right eye post lasik. Before an enhancement is performed, contact lens assisted pharmacological induced kerato-steepening is recommended. A bandage contact lens was inserted and a nonsteroidal anti-inflammatory drop was prescribed. Patient understands the risks and benefits versus no treatment. Patient notes vision is blurrier than the left eye. Upon follow up, patient had an over response. Right eye blur is affecting bilateral vision. Patient is using contact lens assisted pharmacologically induced kerato steepening (clapiks) to help. Uncorrected visual acuity has improved. Patient seems happy to proceed and continues to be monitored.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).